Event description:
Complainant alleged that the medics were responding to a call for a 87 year old male pt. The medics monitored the pt's heart rhythm with the device in semi-automatic mode. The medics reported that the device inappropriately advised shock to the pt presenting a non-shockable heart rhythm.